Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2021-mar-10 (B)(4): information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that an impedance was ran. Confirmed contacts 1-5 <(>&<)> 7 are out of range. Patient has started that she has fallen. Patient was reprogrammed using contacts 0 <(>&<)> 6. She states she is receiving better coverage. The issue was resolved.